Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received, and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting at the patient's one year follow up visit, their intraocular pressure (iop) was elevated. The patient was given medication to treat the pressure. During a follow up visit, the pressure remained elevated. The patient was given continued medications.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a subject in a study reported a micro-stent filtration device dislodged or moved without sequelae. The device has three rings visible. Additional information was requested.